Event description:
It was reported intermittently that the control-iq algorithm delivered an auto-bolus, increased basal, decreased basal and suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 200-215 mg/dl, and the meter bg reading was around 45-50 mg/dl and a second cgm bg reading was a level that was displayed as ¿low¿; however, a specific value was not provided and the meter bg reading was 80-120 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. Bg was addressed via consumption of carbohydrates and juice. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.